Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. However, unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement test or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and display did return. The insulin pump was returned for analysis.